Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Based on risk documentation, a possible root cause of the electrical faults can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Possible root causes of the controller faults can be attributed, but not limited, to a leaky internal nimh battery, a corruption of the user interface controller's data flash memory, faulty resistor in the internal battery¿s monitoring circuit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced controller faults and electrical faults. The controller was exchanged. No patient complications have been reported as a result of this event.